Event description:
During follow-up, high voltage lead impedance was out of range. The lead was extracted, cleaned, and re-inserted with good electrical measurements. The patient is in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high voltage lead impedance was out of range. Technical support suggested re-inserting the lead into the device to ensure the connection is correct. Further information was requested but not received.